Event description:
There was a 45 minute delay in the surgical procedure due to the htr not fitting as intended.

Manufacturer narrative:
Due to the original implant or the back up implant not being returned for evaluation, the htr team re-manufactured a prototype implant for the investigation of this file as led by quality engineer, (B)(4). Upon review of the photographs taken during the surgical procedure, evaluation of the inspection photos taken prior to the release of this implant, and the prototype implant manufactured for investigation purposes, the engineer (B)(4), identified no biomet microfixation manufacturing defects or medical modeling design issues for (B)(4). According to the engineer's evaluation, several potential factors could have resulted in the implants not fitting correctly including the implant contour not being correct as manufactured, implant contour after trimming during the surgical procedure, design mot correct to CT scan, or incomplete bone removal as indicated by the design. None of these can be confirmed without the implant being returned for evaluation. The DHR reviewed for this file identifies no anomalies or non-conformances during the manufacture of this implant or the back up implant. The IFU states : "intraoperative shaping and sizing of the implant can be critical to the cosmetic success of the procedure, as improper shape and size can result in a noticeable undesirable prominence or possible disfigurement at or near the implant site."